Manufacturer narrative:
This device was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient, who has this implantable cardioverter defibrillator (ICD), developed a pocket infection. The physician opened the pocket to perform a system revision, and during electrocautery damaged the insulation of the associated right ventricular (rv) lead. The rv lead's insulation was repaired, and the infection was treated with a medical solution. There were no additional adverse patient effects reported.